Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
Report received that the display was not incrementing the dose delivered. The device was programmed in the continous plus bolus mode to deliver 2500 mg of morphine in 250 ml at a rate of 30 mg/hr with a 5mg bolus and 30 minute patient lockout. The container was expected to last for three days. On day two of the infusion, the home care nurse noted the display indicated 923 mg was delivered as expected. On day three of the infusion, the nurse noted the display still indicated 923 mg; however, "25 cc" (this calculates to 250 mg) remained in container as expected. The patient received the therapy as programmed. The device was removed from clinical service. Therapy was resumed using a replacement device. Though requested, no additional information was provided.